Event description:
Complainant alleged that during biomed testing, the device displayed "sys fault 36" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the device the evaluation and this complaint is still under investigation.